Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed, indicating the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv lead impedance was 4047 ohms on (B)(6) 2015. Concomitant product(s): 419478 lead, implanted: (B)(6) 2010; dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that two days after a device changeout, the right ventricular (rv) lead exhibited high and fluctuating impedance readings, and high pacing thresholds. The patient was brought back for a lead revision, and the rv lead pin was fully inserted into the device. The issue was resolved, and the rv lead remains in use. No patient complications have been reported as a result of this event.